Event description:
This male pt was initially treated with a bx velocity in the right coronary artery (rca) followed by implantation of a cypher in the mid left anterior descending (lad) artery. Approx six mos post implantation, restenosis was observed in the cypher stent approx. He then had restenosis within the bx velocity approx six years post implantation. The pt was originally enrolled in the clinical study with treatment of the mid left anterior descending (lad) artery. A bx velocity (3.0x23mm: lot unk) was placed in the proximal right coronary artery (rca) and a noncordis bare metal stent (bms) was implanted at the proximal end of the bx. No details regarding this procedure are available. Three years and three mos later, a cypher (2.5/18mm) was electively implanted in the mid lad.

Manufacturer narrative:
The procedure was an elective case. The target lesion was a 73% stenosis in the mid-lad. The vessel was a de novo, and the lesion was an eccentric type b2 and tubular, but it was not calcified or tortuous. The diameter of the vessel was 2.35mm and the lesion length was 16.42mm. Pre-dilation was done with a 2.25x20mm balloon at 10atms and a 2.5x18mm cypher stent was deployed at 14atms for 31 approx 60 seconds. Timi flow before the procedure was ii and iii after the procedure. The residual stenosis left was 0.7%. Ivus was conducted. Approx 6 mos post implantation, restenosis was observed at the proximal end of the previously implanted cypher stent. Initial attempted to treat the cypher restenosis with pci was unsuccessful. Two mos later, the restenosis was treated with placement of a cypher (2.5/23mm) at the distal end of the initially implanted stent followed by a second cypher (3.0x28mm) implanted inside the initially implanted cypher overlapping the distally implanted cypher. Inflation time and pressure were unk. The residual % of stenosis was 0%. There also was 90% stenosis at the distal end of the previously implanted cypher. This was treated with balloon angioplasty. The residual % of stenosis was 50%. The pt was discharged in stable condition. The pt returned with cypher stent restenosis six mos after implantation. This was treated using a 2.5x23mm cypher stent, which was implanted at the distal end of the initially implanted stent. Then a 3.0x28mm cypher stent was implanted inside the initially implanted cypher overlapping the cypher implanted distally. Inflation time and pressure were unk. The residual % of stenosis wa 0%. There also was 90% stenosis at the distal end of cypher implanted and so balloon angioplasty was done with a balloon, but 50% residual stenosis remained. Approx 7 mos post treatment of the restenosed cypher stent, coronary angiography was conducted and demonstrated a restenosis in the first noncordis bare metal stent placed in the rca, which had been implanted three years prior. The pt was asymptomatic. The pt was again admitted approx four mos later for pci; however, due to symptoms of contrast media shock, the procedure was canceled and the restenosis inside of the noncordis stent was not treated. Because the pt was asymptomatic, the plan was for continued follow-up and medical therapy. One year and one month later, due to the pt having suspicion of chest pain symptoms a coronary angiography was conducted. Ninety % restenosis was observed inside of the bx velocity that had been implanted in the rca approx six years ago. This was treated with pci. The diameter of the inside of the bx was 2.8/2.4mm and the shape was oval. To treat the restenosis inside of the bx, poba was conducted with a non-complaint balloon (3.25mm/length unk) at 20atm. Then, cypher (size unk) was implanted at the distal end of the bx without a gap. Because there was heavy calcification and the bx was under-dilated, the cypher was implanted without overlapping with the distal end of the bx. The residual % of the stenosis was 0%. There was no more info available regarding the procedure. The pt was in stable condition and was discharged from the hospital two days post procedure. The product code and lot number of the implanted bx velocity stent is not known; therefore, a device history record review cannot be completed. It was reported that the pt had multiple events including restenosis of a noncordis bare metal stent, followed by restenosis of a cypher stent and a bx velocity stent. The reporting physician indicated that the probable cause of the cypher restenosis is that when the initial cypher was implanted, the landing of the 1st cypher was not good because the target lesion was sharply bent from the distal edge of the stent. The safety and effectiveness of placing a cypher stent into a lesion that will not allow complete expansion has not been proven. Limited info regarding the procedure in which the bx velocity was implanted is available. It was reported that when treating the restenosis there was heavy calcification and the bx was under-dilated. Based on this limited info, procedural factors may have contributed to the event. This pt's past medical history consisted of angina, previous mi, past history of intervention, allergy to iomeprol, lipid metabolism abnormality, diabetes and smoking. The pt's history places him at an increased chance for a mace. Restenosis is a known potential adverse event associated with coronary artery stenting. Pts who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Although there is a limited info regarding the treatment sites, this pt's medical history (specifically diabetes, previous mi, multiple restenosis, lipid metabolism abnormality and smoking) are identified factors that may have contributed to the reported restenosis. Based on the available info there are pt, lesion and procedural factors impacting these events. This product is distributed outside of the united states. However, it is similar to us distributed coronary stent delivery systems. This is one of two products involved in the same pt and reported under mfg number 9616099-2006-00595.